Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Summary of investigation: there are no previous complaints about this code batch which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open and used sample (blood-contaminated) with the needle attached to the thread, but the thread is broken approximately 5 cm from its total length. However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 4.94 kgf in average and 4.72 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 3.98 kgf in average and 1.89 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the sample received is manipulated and we have not received closed samples. Final conclusion: despite receiving a sample, without closed samples a proper analysis cannot be done. We take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed. If closed samples are received in the future, we will re-open the case. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn chd suture. The client (veterinarian) reported that encountered a quality issue with novosyn chd sutures, which break when knotting them during surgery. They broke twice during surgery. Additional information has not been provided.